Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) implanted with a right ventricular (rv) lead exhibited high out of range shock impedance measurements. The field representative has spoken with the physician and the physician has not made a decision on how to address the issue, will be watching for any changes. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.